Manufacturer narrative:
In the returned state, the lead had been cut through 11 cm distal of the is-1 connector pin. A medial fragment was not available for analysis. The distal fragment was found to be severely stretched in length. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was discovered to be frayed at the exit of the is-1 connector. This damage is with high probability the cause of the oversensing complained about. The position and type of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. Other damages, such as the deformed shock coil and the deformed lead body at this spot, as well as the conductor fracture of the rope leading to the ring electrode were probably caused during the explantation. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 72 months, oversensing and inappropriate shocks were reported.